Manufacturer narrative:
Product event summary- the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947-65 implantable tachy lead (B)(6) 2011; 4196-88 implantable pacing lead (B)(6) 2011; 3831-59 implantable pacing lead (B)(6) 2011. (B)(4).

Event description:
It was reported that the device was at elective replacement indicator and there may be premature battery depletion. It was noted that the physician and patient were unhappy about the device longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.